Manufacturer narrative:
Product complaint :(B)(4). Investigation summary :no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address infection and osteolysis. Delta extend and all components were removed. Loosening at the stem to metaglene. Cement manufacturer used was unknown. Doi: 2008; dor: (B)(6) 2018; right shoulder.